Manufacturer narrative:
The customer¿s report of a heparin overinfusion was neither confirmed nor replicated. The pcu event log shows that at 3:46 pm on (B)(6) 2018 the pump module was programmed to infuse heparin 25000unit in 250ml. The user entered 250ml for the vtbi and 1080unit/hr for the dose, which made the rate 10.8ml/hr (to infuse in 23.15 hours). The infusion ran until 7:24 pm when the device was channeled off. The volume recorded as being infused during this period was 11.836ml. During the infusion, the device alarmed 70 times for air in line and each time the infusion was restarted. The device also alarmed for flo stop open 47 times and the flo stop was open for approximately 2 minutes and 12 seconds. Functional testing resulted in the pump module delivering fluid within specification. The root cause of the reported heparin overinfusion was not identified.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that heparin 1080u/250 ml was programmed at 1540 to infuse over 10 hours. After initiation of the infusion, the device continued to alarm for air in line. The rn removed the tubing from the device several times to assess the tubing for air, ensuring the safety clamp was engaged, however no visible air was noted. The infusion was paused and restarted several times to assess the ail alarms. At 1826 the rn noted that the heparin bag was unexpectedly empty. Labs were drawn including a ptt. There was no report of lasting patient harm as a result of the event.